Event description:
A patient reported that their sure step test strips were discolored. They did not have any symptoms. They got results such as 4 mg/dl, and 6 mg/dl. They retested 4 times and received same results. They store the test strip on a table or a dresser. There was no medical intervention or treatment given. They also tested themselves on a different brand of meter with a result of 158 mg/dl. The test strips were replaced. No further information has been reported.